Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure to remove a stone from the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician applied current to the device to cut the papilla, the cutting wire broke. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure to remove a stone from the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician applied current to the device to cut the papilla, the cutting wire broke. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken and bent towards the tip. The broken ends of the cut wire were found severely blackened/burnt and it appears that the exposed cut wire snapped likely due to being grounded against some part of the scope and/or higher power settings. The proximal and distal pierce holes were found to be blackened/burnt and melted. The distal portion of the cut wire was measured to be approximately 17 mm long and remained securely attached to the anchor notch assembly. Functional evaluation found that the proximal end of the exposed cut wire could not be extended out the proximal pierce hole. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context.'

Manufacturer narrative:
The patient's age is unknown; however it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component relates to device problem for the event cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.